Manufacturer narrative:
Information was received from a consumer who is not required to complete form 3500a. Evaluation summary: the operative report from the initial surgery was provided. No x-rays were provided. Since the stem remains in-vivo, no analysis was possible. The patient's build, weight, height, and activity level are unknown. The operative report indicates the stem was placed in 10 to 15 degrees of anteversion when implanted. As no x-rays were provided, this could not be confirmed. In addition, the present anatomic position of the implant and its condition are unknown. It is unknown if the alleged implant loosening applies to the stem. Given the information provided, a definitive cause for the alleged experience of pain and implant loosening cannot be determined with certainty. Evaluation: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported that the patient is experiencing loosening and pain. The patient has not been revised.